Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. Investigation summary: the device was visually inspected and it was found reddish brown material inside the pebax then, during the second visual inspection a hole was observed on the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Then, irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the force issue cannot be confirmed however, the customer complaint about blood inside the catheter was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted a hole in the pebax. Initially, it was reported that when coming on ablation, the force would go up to high on the carto 3 system. In addition, it was noted that there was blood inside the catheter. The caller believed the catheter was not irrigating. The catheter was replaced and the issue resolved. No patient consequences were reported. Per our request, additional information was received clarifying the event. This issue could have been caused when the ablation catheter initially went in the patient¿s body. There was no difficulty maneuvering the catheter. The issue was discovered because every time the physician came on ablation, the force would shoot up to high. When he pulled out the catheter, he noticed there was blood inside it. They were not sure if there was any damage to the pebax. The irrigation was off. It was quickly changed to 2 within seconds. There was no error message on the irrigation pump. There was no irrigation issue. The high force was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The blood inside the catheter was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The product was received by the biosense webster, inc. Product analysis lab in the condition reported on august 12, 2019 as it was noted that there was reddish/brownish substance under the pebax. This issue remained assessed as not reportable. During additional assessment performed on september 3, 2019, it was noted that there was reddish brown material inside a hole in the pebax. The hole in the pebax was assessed as a reportable issue. The awareness date for this finding is september 3, 2019.